Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that the device would not power on when prompted. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.